Event description:
The customer stated that while running axsym digoxin iii the pt sample generated error code #1113 (invalid test result, read value #). There were no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.